Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead was attempted to be delivered, but it would not advance through the inner guide. The lead was replaced. The patient was in stable condition.